Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged visualization of particles in the tubing and chamber and that the air was warmer than usual. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. An external investigation was performed on the humidifier and the dreamstation. No contamination was found on the outside of the device. The device was hooked up to a known good power supply and cord. Device powered on properly and error logs were retrieved. An internal investigation was performed on the humidifier and dreamstation by the product investigation lab. Contamination was found in the humidifier and mineral deposits in the reservoir. Contamination in iso heated tube port were also observed. No contamination was found in the dreamstation. The device's downloaded event log was reviewed by the manufacturer and found zero errors on the device. The manufacturer was unable to confirm the customer's complaint. The manufacturer does conclude contamination was observed in the humidifier, reservoir, and iso port. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Please see sections d9, d10, g1, and h3 for this updated coding and information.